Event description:
As reported by the field clinical specialist, this was a transfemoral tavr valve-in-valve procedure, with a second 26mm sapien 3 ultra valve being implanted in a 26mm s3u in aortic position. Post deployment the second valve was too low with severe paravalvular leak (pvl) and a 3rd 26mm s3u valve was implanted. Per report, the patient had a 26mm sapien 3 ultra valve in the native aortic annulus, and approximately 2 years post tavr the patient was found to have severe pvl and the s3u valve position was too low requiring a valve-in-valve procedure. This patient has circumferential sinotubular junction (stj) calcification which the physicians were trying to avoid. The physicians performed a valve-in-valve tavr via transfemoral approach, hoping to seal the pvl by placing a second 26mm s3u valve higher than the original s3u. But the devices were not positioned high enough prior to inflating the commander delivery system and when the distal portion of the balloon began to inflate, it pulled the delivery system in. This resulted in the second 26mm s3u valve being deployed lower than intended. Post deployment the 2nd valve had landed right on top of the original valve and the patient still had severe pvl. A third 26mm s3u valve was deployed higher. During deployment of the 3rd valve, the commander delivery system balloon ruptured on the stj calcification. The balloon rupture was expected by the physicians. The commander delivery system and 14f esheath+ were removed together and a 16f esheath+ was put in while the 3rd s3u valve was evaluated via images. The pvl was now moderate. The patient was reported as stable post procedure.

Manufacturer narrative:
Thv/tvt registry. The investigation is in progress. A supplemental report will be submitted when additional information is provided this is one of three manufacturing reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09598 and 2015691-2022-09599. Valve remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no imagery was provided for evaluation. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed as no relevant imagery/medical record were provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, "the physicians performed a valve-in-valve transaortic valve replacement (tavr) via transfemoral approach, hoping to seal the paravalvular leak (pvl) by placing a second 26mm s3u valve higher than the original s3u. But the devices were not positioned high enough prior to inflating the commander delivery system and when the distal portion of the balloon began to inflate, it pulled the delivery system in. This resulted in the second 26mm s3u valve being deployed lower than intended. Post deployment the 2nd valve had landed right on top of the original valve and the patient still had severe pvl." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. In this case, if the initial thv position was "not high enough", as stated, it could have caused the valve to land too low. Additionally, the presence of calcified sinotubular junction (stj) could have an impact on the thv deployment characteristics (e.g., anatomical constrains can lead to poor coaxial alignment of delivery system/thv, which can in turn cause the valve to shift downward during balloon inflation). As such, available information suggests that procedural factors (thv positioning and deployment technique) and/or patient factors (calcified stj) could have contributed to the malposition. Due to the malpositioned thv, wherein the valve landed too ventricular, it is likely that the pvl skirt was unable to properly seal against target site, resulting in paravalvular leak. As such, available information suggests that procedural factors (thv malposition) may have contributed to the paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required.